Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. Only a partial lead was returned, measuring 13cm from the connector pin.

Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate shocks. The stored egms showed noise on the lead. Lead impedance, capture and sensing were stable. The lead was explanted and replaced.